Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint. There was no indication that the product did not meet specification. The reported complaint is related to skin irritation or an allergic reaction to the patch adhesive of the freestyle libre sensor. Dhrs (device history review) for the freestyle libre sensor kit were reviewed and the dhrs showed the freestyle libre sensor kit passed all tests prior to release. Dose audit reports were reviewed and demonstrates the continued effectiveness of the established sterilization process for libre sensor products. Environmental monitoring reports were reviewed, including bioburden and endotoxin testing, and demonstrated that all monitoring processes continue to meet adc minimum requirements for product quality. A tripped trend review was completed for the reported complaint and freestyle libre sensors and no trips were observed. The date of event is unknown. The date entered is the date abbott diabetes care became aware of the event. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer¿s mother reported customer experienced an allergic skin reaction while wearing an adc freestyle libre sensor. Caller further reported customer experienced ¿discomfort and pain¿. It was further reported the customer had contact with a healthcare provider and was advised to use an unspecified cream containing cortisone. No additional treatment was reported. There was no report of death or permanent injury associated with this event.